Event description:
Allergan representative report an alleged leak from the back of an access port ii. The port was removed and replaced. The leak was confirmed by injecting methylene blue into the lap-band and upon explant, the leak was identified in the back of the port. Follow up is in progress for additional information.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report was received by allergan; however, the product analysis results are pending at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Further information from the reported regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing."